Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-03631. It was reported the patient experienced ineffective stimulation as the patient was unable to increase amplitude. System diagnostics determined high impedances on the lead. Surgical intervention may be taken at a later to address the issue.